Manufacturer narrative:
Submit date: 2017-09-27.

Event description:
According to the reporter, the enteral feeding pump was not alarming.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit was not alarming. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a formal corrective and preventative action investigation has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received from the reporter on 09/28/2017. As a result, were updated accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device did not beep or make any sounds and had no audible or visual alarms.